Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Follow up from the patient¿s pd registered nurse (pdrn) revealed the patient began training on the liberty select cycler on (B)(6) 2025. Although the timeline is unclear, the patient was an ¿urgent start¿ and scheduled to begin/resume training on (B)(6) 2025, however she was unable due to transportation issues. The patient¿s training was sporadic from (B)(6) 2025, until she went to the emergency room (ER) on (B)(6) 2025 (non-emergent) due to being unable to eat or drink for several days. Additionally, the patient did not take her prescribed medications for several days prior to admission due to a sore throat. An additional complaint file is not warranted, as the admission was unrelated to pd therapy or any fresenius device(s) and/or product(s) malfunction or deficiency. The patient returned to ccpd training on (B)(6) 2025 but had an episode of incontinence and was taken home to be cleansed. On (B)(6) 2025, the pdrn went to the patient¿s residence to deliver a liberty select cycler and to ensure there were adequate supplies. The patient was stable during the pdrn¿s evaluation; however, she later went to the ER for complaints of shortness of breath (dyspnea) and abdominal pain. The patient was diagnosed with fluid overload (hypervolemia), pneumonia, and a pleural effusion. The patient reportedly underwent several hemodialysis (hd) treatments and was transitioned to ccpd therapy prior to discharge. The patient was discharged home (date not provided) in stable condition and began utilizing the same liberty select cycler which was first delivered to her residence. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Event description:
Follow up from the patient¿s pd registered nurse (pdrn) revealed the patient began training on the liberty select cycler on 26/nov/2025. Although the timeline is unclear, the patient was an ¿urgent start¿ and scheduled to begin/resume training on 1/dec/2025, however she was unable due to transportation issues. The patient¿s training was sporadic from 2/dec/2025, until she went to the emergency room (ER) on (B)(6) 2025 (non-emergent) due to being unable to eat or drink for several days. Additionally, the patient did not take her prescribed medications for several days prior to admission due to a sore throat. An additional complaint file is not warranted, as the admission was unrelated to pd therapy or any fresenius device(s) and/or product(s) malfunction or deficiency. The patient returned to ccpd training on 8/dec/2025 but had an episode of incontinence and was taken home to be cleansed. On 9/dec/2025, the pdrn went to the patient¿s residence to deliver a liberty select cycler and to ensure there were adequate supplies. The patient was stable during the pdrn¿s evaluation; however, she later went to the ER for complaints of shortness of breath (dyspnea) and abdominal pain. The patient was diagnosed with fluid overload (hypervolemia), pneumonia, and a pleural effusion. The patient reportedly underwent several hemodialysis (hd) treatments and was transitioned to ccpd therapy prior to discharge. The patient was discharged home (date not provided) in stable condition and began utilizing the same liberty select cycler which was first delivered to her residence. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Additional information provided in a2, a4, b3, b5, b7, d10, g2, h6, and h10. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of abdominal pain, pneumonia, hypervolemia, and a pleural effusion (characterized by dyspnea), which warranted hospitalization and several hd treatments. Although the definitive etiology was not provided by the pdrn, it is reasonable to presume the serious adverse events were caused by the patient¿s fragmented and inadequate rrt from 26/nov/2025 through 11/dec/2025. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Per the pdrn, the patient is utilizing the same liberty select cycler that was initially delivered to her residence.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of hypervolemia, which warranted hospitalization. The etiology of the serious adverse event(s) is unknown; therefore, causality could not be established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event(s). Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Internal records do not indicate a replacement liberty select cycler was requested nor provided.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for ¿fluid buildup¿ (hypervolemia). Subsequent attempts to obtain additional information (e.g., causality, discharge summary, patient history/demographics, medical intervention) were unsuccessful.